Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. The system operates as intended.

Event description:
It was reported that the system mixed up images. No pt injury was reported.